Manufacturer narrative:
No unexpected low battery alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08810 inches. No possible over or under delivery anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the insulin pump was under delivering the insulin. Customer's blood glucose value was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.